Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D10: concomitant therapy 00770800010, zimmerâ® s.g. Carrier 8 in length, lot# unk 00770302000, z.s.g.m. Cutter 2:1 ratio, (B)(6), 00770301500, z.s.g.m. Cutter 1.5:1 ratio, (B)(6), 00770303000, z.s.g.m. Cutter 3:1 ratio, (B)(6), 00770304000, z.s.g.m. Cutter 4:1 ratio, (B)(6). Review of the most recent repair record determined the device was not ratcheting properly and the comb was damaged. The comb and spring were replaced and the ratchet was adjusted and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device did not ratchet. The issue was identified intraoperatively, and the device could not be ratcheted as intended. There were no reported environmental factors contributing to the event. There was no patient involvement. During device evaluation, the comb was bent. Attempts have been made and no further information has been provided. Due diligence is complete.